Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 75 months ago. Aneurysm morphology was not reported. The right common iliac artery was stenosed. It was reported that there was proximal migration of the stent graft for an unknown reason and the ipsilateral iliac limb came out of the iliac artery causing a distal type 1 endoleak. There was a 1 cm increase of the aneurysm sac. The physician implanted a talent iliac limb and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention. Evaluation: results: endoleak, graft migration. Unk cause of migration. Conclusions: unk cause of migration.